Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing. Upon review of the s-ecgs, the larger r-wave detections are averaged into the peak amplitude which increases the sensing characteristics of the s-ICD, then when the smaller amplitude r-waves come in at a faster rate it becomes undersensed during stored atrial fibrillation (af) episodes. Additional information was received that this patient received an inappropriate shock as a result of oversensing noise while programmed in alternate vector. The patient did not report syncope or symptoms related to the inappropriate shock. The patient was brought into clinic where isometric maneuvers were performed and able to reproduce some artifact. Technical services (ts) recommended x-rays for further evaluation of the device connections. Ts recommended reprogramming and continue to monitor the patient. At this time, the device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing. Upon review of the s-ecgs, the larger r-wave detections are averaged into the peak amplitude which increases the sensing characteristics of the s-ICD, then when the smaller amplitude r-waves come in at a faster rate it becomes undersensed during stored atrial fibrillation (af) episodes. Additional information was received that this patient received an inappropriate shock as a result of oversensing noise while programmed in alternate vector. The patient did not report syncope or symptoms related to the inappropriate shock. The patient was brought into clinic where isometric maneuvers were performed and able to reproduce some artifact. Technical services (ts) recommended x-rays for further evaluation of the device connections. Ts recommended reprogramming and continue to monitor the patient. At this time, the device system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the electrode exhibited high shock impedances measuring as high as 150 ohms. The physician is considering replacing the electrode. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing. Upon review of the s-ecgs, the larger r-wave detections are averaged into the peak amplitude which increases the sensing characteristics of the s-ICD, then when the smaller amplitude r-waves come in at a faster rate it becomes undersensed during stored atrial fibrillation (af) episodes. Additional information was received that this patient received an inappropriate shock as a result of oversensing noise while programmed in alternate vector. The patient did not report syncope or symptoms related to the inappropriate shock. The patient was brought into clinic where isometric maneuvers were performed and able to reproduce some artifact. Technical services (ts) recommended x-rays for further evaluation of the device connections. Ts recommended reprogramming and continue to monitor the patient. At this time, the device system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the electrode exhibited high shock impedances measuring as high as 150 ohms. The physician is considering replacing the electrode. At this time, the system remains in service. No adverse patient effects were reported.